Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing's came apart at quick release while sleeping. The site was at the leg and the pump was located on the belt loop. The infusion was in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was uncertain whether there was stress or pull on the tubing as he was sleeping when he woke up the tubing was dangling and the pump was not dropped with the set connected to the patient's body. No further information available.